Event description:
It was reported that the system 9600 was not rolling smoothly and pulling to the right when being pushed. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Tape and other debris had gotten jammed into the braking mechanism of the right rear wheel. The debris was cleared. The system was tested and found to be working as intended and placed back into service.